Event description:
The plaintiff's atty alleges that the pt experienced cardiac arrest and expired three days later. The plaintiff's atty further alleges that this event was caused by the pt's exposure to the prod administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to the same event. A f/u report will be submitted upon receipt of add'l info.